Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an alert was received indicating long charge time on the device. A manual capacitor maintenance was performed, and charge time out was observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The high voltage capacitors were analyzed by their manufacturer and found to have current leakage. The charge timeout issue was caused by anomalous hv capacitors.